Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was broken. The customer blood glucose level was unknown. It was also reported customer was unsure about sensor cannula sensor was still under skin or not. The insulin pump will be returned for analysis.